Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary the product was returned to ethicon for evaluation. It was reported pull off - suture needle and bending needle intra-op. The product was returned to ethicon for evaluation. One needle, one suture piece and one empty foil for product code sxmp1b427. During visual inspection of the returned sample, it was observed that the needle was noted to be broken at the swage area. The other section of the needle was still attached to the suture piece. Beside that marks likely caused by a surgical instrument were found and the curvature of needle was noted distorted from the original form. This sample will be shipped to hsa for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ovarian tumor resection procedure on (B)(6) 2025 and barbed suture was used. The problem of pulling off suture needle happened when sewing during the surgery. Besides, the needle got bent. The needle did not fall into the patient. Changed to another one to complete the surgery no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation on (B)(6) 2025. The component was identified as product code sxmp1b427. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported pull off - suture needle/bending needle intra-op. The product received for analysis was sxmp1b427. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture.